Event description:
Hill-rom received a report from the account stating the brake not set alarm was not alarming. The vest was located at the account in the telemetry unit. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found a disconnected wire for brake switch harness. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech reconnected the wire to resolve the issue. Based on this info, no further action is required.